Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 480 mg/dl. The customer experienced chest pain, stomach pain, nausea and was pale. The nurse did not have an infusion set at the time of the call, therefore, no troubleshooting was performed. Advised to have the customer call back to troubleshoot when possible. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.